Event description:
The customer reported the device had error code 242.4030. The customer replaced ail and problem persists and believes a possible logic or motor control board issue. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 15mar2008 to the present date 11jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device had error code 242.4030. The customer replaced ail and problem persists and believes a possible logic or motor control board issue. No patient involvement.